Event description:
A customer contacted beckman coulter inc. (Bci) to report that the unicel dxc 600 pro instrument generated false low results for alp, chol, tg, and hdld for five (5) samples. These results were not reported out of the lab. Subsequent testing generated higher results. Patient treatment and diagnosis were not affected as false low results were not reported out of the lab.

Manufacturer narrative:
Samples collected were serum. No specific sample issues were noted. Bci field service engineer (fse) inspected the cc sample and reagent syringes and found a brown build up inside the barrel. Fse replaced both syringes. Fse adjusted alignments and performed a lamp calibration. Fse also ran qc and several patient samples and all results were within specifications. Customer indicated on (B)(6) 2011 that system was now operating acceptably.